Manufacturer narrative:
Analysis of the lead, lot # va19ndg, found no anomaly.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional (hcp) via the manufacturer representative reported that the trial lead was unable to advance through the touhy needle. Stylets were swapped to troubleshoot but were unsuccessful. Needle angle was rechecked and loss of resistance rechecked. A new trial lead was opened and advanced without trouble. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient¿s status at the time of the report was alive-no injury. Additional information received from the manufacturer representative reported that the lead had been returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.